Event description:
Per dealer, the consumer alleges the chair will speed up quickly without warning and the speed level lights increase on their own. Had to turn off the power to make it stop. Minor property damage is alleged. No inury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 4 years old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.